Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-19, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (30 mg/ml, 2 mg /day) via an implantable pump for non-malignant pain. Beginning about (B)(6) 2018, the patient reported experiencing redness at the catheter site due to a potential infection. There were no reported environmental, external, or patient factors that may have led or contributed to the event and no troubleshooting or diagnostics were performed. The issue resulted in explant of the entire system on (B)(6) 2018. The patient's status was alive - no injury.